Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via manufacturer representative indicated the programmed parameters were correct at the time of refill. No programming error was made. The issue of refilling with a 1000mcg/ml concentration was attributed to a pharmacy error. The wrong concentration was sent. The drug removed from the pump reservoir on (B)(6)2018 was not sent to the lab for testing. The experienced weakness had since resolved. No further actions were required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient in canada who received compounded baclofen. The current compounded baclofen concentration was reported as 1000 mcg/ml at a dose of 50 mcg/day. The new compounded baclofen concentration was reported as 500 mcg/ml at a dose of 98.84 mcg/day via an implantable pump. The indication for use was not reported. It was reported that the patient¿s pump was refilled in (B)(6) 2018 and a day later the patient complained of weakness. The hcp believed that the baclofen they received and refilled the pump with was actually 1000mcg/ml baclofen and not 500mcg/ml baclofen. They decreased the dose in half and the patient did well. On (B)(6) 2018 the hcp was to refill the pump with 500mcg/ml baclofen. No further complications were reported/anticipated.